Manufacturer narrative:
The equipment was received at the vyaire facility. Service tech was unable to verify the reported "the rate and tv did not match what was set" problem. Connected a known good patient circuit, ac adapter, and vt plus flow analyzer. Powered on the vent with the customer's settings. The vent was set to a rate of 12 bpm and the vt plus reads 12.1 bpm. The vent was reading a vte of 447 ml and the vt plus was reading 464.8 ml. Passed 49.4 hours of extended testing. The inop led properly stays on until silenced when the vent is turned off. Passed the initial final test and the initial alarm volume test. Unable to duplicate the reported problem. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the revel ventilator rate and tidal volume did not match to what was set. The issue occurred during patient-use and the device was disconnected and manually ventilated the patient. At this time, there is no information regarding patient harm associated with the reported event.